Event description:
It was reported via repair work order that the power cord was snapped and the power plug prong was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.